Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative tricuspid regurgitation (tr) with a horizontal heart, myxomatous leaflets, a prominent chiari network, and 5 leaflet anatomy (2 septal and 2 posterior leaflets) with prolapse. Two xt triclips (tcds0303-xt, 30620r1016 and 30406r1004) were successfully delivered and deployed, reducing the tr to trace. On (B)(6) 2023, moderate tr along with a possible single leaflet device attachment (slda) of posterior device. The slda had not yet been diagnosed. On (B)(6) 2024, a slda of the septal-posterior clip was diagnosed. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported recurrent tricuspid regurgitation (tr) was a cascading effect of the reported slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(4): triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative tricuspid regurgitation (tr) with a horizontal heart, myxomatous leaflets, a prominent chiari network, and 5 leaflet anatomy (2 septal and 2 posterior leaflets) with prolapse. Two xt triclips (tcds0303-xt, 30620r1016 and 30406r1004) were successfully delivered and deployed, reducing the tr to trace. On (B)(6) 2023, moderate tr along with a possible single leaflet device attachment (slda) of posterior device. The slda had not yet been diagnosed. On (B)(6) 2024, a slda of the septal-posterior clip was diagnosed. No additional information was provided regarding this issue. Subsequent to the previous report, the additional information was received: the patient reported fatigue and an increased use of the previously prescribed lasix medication.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent tr was a cascading effect of the reported slda. The fatigue appears to be a cascading effect of the recurrent tr. The reported patient effects of tricuspid regurgitation and fatigue, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported medication required was a result of case-specific circumstances as lasix medication was prescribed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.